Event description:
Boston scientific crm rec'd info that this right ventricular (rv) lead dislodged and the pt was admitted to the hosp for fatigue. A lead revision has been scheduled and no adverse pt effects were reported. No additional info is available at this time. If additional info becomes available, this report will be updated.

Manufacturer narrative:
Type of reportable event: dislodgement with no known intervention. The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.